Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately calcified and moderately tortuous obtuse marginal artery. Various unspecified catheter balloons were used prior to stent placement to create a marked channel. A 2.25x20mm promus element drug-eluting stent was then selected and advanced to treat the target lesion but was unable to cross. Further balloon attempts were performed to create more channel for the stent to go through. Upon the 2nd attempt of the stent, the device still failed to cross and the shaft was noticed to have a kink and broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube. The break was located at 20.4cm distal from the strain relief. Both sections of the hypotube were kinked. An examination of the crimped stent, balloon and tip section of the device found no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately calcified and moderately tortuous obtuse marginal artery. Various unspecified catheter balloons were used prior to stent placement to create a marked channel. A 2.25x20mm promus element ¿ drug-eluting stent was then selected and advanced to treat the target lesion but was unable to cross. Further balloon attempts were performed to create more channel for the stent to go through. Upon the 2nd attempt of the stent, the device still failed to cross and the shaft was noticed to have a kink and broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.